Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent an initial hip procedure on an unknown date. The patient experienced a hip dislocation. The patient underwent a revision with device explant. Attempts have been made and no further information has been provided.